Event description:
It was reported that during service and repair pre-testing, it was discovered that the foot control device had a ¿damaged cable¿. This event was not related to surgery. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cable was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling by excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.